Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during a preventive maintenance procedure, the mobile view station (mvs) power cable plug inside the enclosure was found to be burnt. There was no patient involved.

Manufacturer narrative:
H6): the manufacturing representative (rep) went to site to test the imaging system and replaced power cable to mobile viewing station and checked that the mobile viewing station and imaging acquisition system are getting power afterward. Notified biomed and radiology that the outlet that the system usually plugs into needs to be checked by plant operations for shorts. Returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000438, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.